Event description:
It was reported to gyrusacmi that the tip of the resectoscope inner sheath fell off. No pt injury reported.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is missing from the sheath tube. The ceramic tip was not returned with the unit. There is residual glue on the inside of the tube. Also noted, the release button is missing from the lock ring and the steel tube has multiple dents. The exact cause of the missing ceramic tip cannot be determined due to the ceramic tip not being returned. The dents/damage on the steel tube along with the remnants of the adhesive on the inside of the tube indicates the cause of this failure is likely due to damage caused by the customer. Common causes of ceramic tip damage as determined from prior investigations are noted below: applications of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material.